Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit. During inspection, the muffler at the bottom of the reservoir tank was found to be damaged. Fse replaced it with a new muffler and delivered it to the hospital. The defective components were received for further investigation. The failure analysis and testing dept. Received part with a reported unit failure of a damaged muffler. The fat performed a visual inspection and found the part to be physically damaged. No root cause defined. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
The full event site name in e1 is fujita health university okazaki medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the muffler at the bottom of the reservoir tank of the cardiosave intra-aortic balloon pump (iabp) was damaged. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a